Event description:
During a transurethral resection of prostate, some arcing was noted at the connection of the bovie cord to the loop during hemostasis. The entire resectoscope with loop and bovie cord were removed from field. The bovie pad was inspected and found to be normal. A new resectoscope was brought in and a few small blood vessels were cauterized. No evidence of damage to tissue was evident. Device in use for 10 - 15 minutes before arcing occurred.